Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure rev. 2 the in ratio and lab values are within the confident limits. The product will not be investigated.

Event description:
The caller alleged discrepant results when compared with lab results.